Event description:
On (B)(6) 2010, it was reported by the user facility (st. Elizabeth appleton, wi) to terumo cardiovascular that after cardiopulmonary bypass procedure was ended and the lines were clamped to the table, the arterial temp probe was removed from the oxygenator blood outlet. The entire plug came out with the probe and approximately 200 cc's of blood was lost on the floor. The patient was not injured as a result of the event and surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for evaluation; the returned sample was decontaminated, visually examined and functionally tested. The thermistor was removed and examined under magnification. It was noted that there was no evidence of adhesion. The oxygenator housing was also examined under magnification and did not display indications of adhesion. The evaluation confirmed the thermistor was held in by the taper fit and not bonded. A review of the complaint files confirmed that there have been no previous reports for this lot. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).